Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 23 cm distal to the df4 connector pin. Furthermore, abrasion marks along the lead body were observed. Approximately 21.5 cm distal to the df4 connector pin the inner conductor coil was found fractured. This finding can be considered as the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant interaction with another implantable device like the generator can. A deformation of the shock coil resulted most likely from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to oversensing, high impedance, and inappropriate therapy. Should additional information become available, this file will be updated.